Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an adhesive event where infusion set fell off on 29-jun-2024 during use.the infusion set has been used for 2 hours. Patient replaced infusion set and resumed insulin successfully. No further information was available.